Event description:
Cst set up for case and plugged in all needed cords into camera system, white balanced and took a picture with camera. 5 minutes later camera box displayed e1 error, and staff were called in to help resolve issue. Staff then tried a hard restart but this did not resolve issue. Staff took camera box from another room, which worked. Sdc ultra display screen was then frozen. A hard start was attempted but this did not resolve the issue. Staff took the sdc from the other room and this resolved the problem. The rep was contacted and consulted during this time. The patient was already in the room and sedated during event. The event delayed the case by 30 minutes. Error due to faulty control board. Manufacturer response for video, processor, image controller, (brand not provided) (per site reporter). Unit has been retired due to uneconomically cost to repair.